Event description:
User experiencing low patient calcium results which are higher when repeated on another analyzer, same methodology and repeated again on same analyzer, since (B)(6)2007. Provided the following patient samples as examples: initial calcium result, repeat result on another analyzer - same methodology & repeat result on same analyzer. Patient 1, initial 6.8 mg/dl, repeats gave 8.4 mg/dl each time. Patient 2, initial 6.6 mg/dl, repeats gave 8.6 mg/dl & 8.7 mg/dl. Patient 3, initial 9.0 mg/dl, repeats gave 8.2 mg/dl & 8.0 mg/dl. Patient 4, initial 7.9 mg/dl, repeats gave 9.9 mg/dl & 10.2 mg/dl. Patient 5, initial 7.0 mg/dl, repeats gave 8.9 mg/dl each time. Patient 6, initial 7.9 mg/dl, repeats gave 9.0 mg/dl & 8.9 mg/dl. Patient 7, initial 8.6 mg/dl, repeats gave 7.0 mg/dl & 7.3 mg/dl. Patient 8, initial 8.1 mg/dl, repeats gave 9.2 mg/dl & 9.1 mg/dl. Patient 9, initial 8.7 mg/dl, repeats gave 7.8 mg/dl each time. Patient 10, initial 8.5 mg/dl, repeats gave 9.8 mg/dl & 9.6 mg/dl. No erroneous results reported. If additional information is received, appropriate notification will be provided.